Manufacturer narrative:
(B)(4). The actual device is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated or should additional information become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter a device set leak during total parenteal nutrition (tpn) and lipid infusion on a neonatal patient. The infusion solution was detected at the junction of the single tubing outlet and y-junction. The neonate then experienced a (B)(6) that could have been due to contamination of the infusion solution from the leaking set. The neonate was treated with unknown antibiotics and was in a good condition at the time of this report. The exact date of the device leak was unknown and the infection onset date was not reported.

Manufacturer narrative:
(B)(4). The sample was evaluated and a leak due to insufficient solvent bonding was confirmed at the y site bifurcation. The evaluation of the sample determined that the root cause of the defect was insufficient solvent bonding. A batch review was performed for the associated lot r10l1419 with no deviations found. Baxter has conducted a trend which revealed similar reports have been received for the reported problem. The manufacturing facility has opened an investigation to address this issue and will continue to monitor similar reports to determine if further actions are required.